Event description:
It was reported that during an open colon cancer resection procedure, the blade broke and it was manually removed from the pt's body. Another like device was used to complete the procedure. There was no pt consequence.

Manufacturer narrative:
H4,6: info anticipated, but unavailable at this time.